Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2014 with the following findings: the black box shows a 17 counts drastic voltage drop from 1.62vp to 1.45vp, followed by a 9 counts voltage drop from 1.45vp to 1.36vp leading to a ¿cs177¿ low battery warning on 08/02/2014. No overheating or any eaw occurred during the investigation, all current draws are within specifications. Investigators were unable to duplicate ¿temperature¿ complaint, no intermittent condition was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a temperature issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.